Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The monitor's j1 component was missing gold plating on the contacts. The root cause for the damaged j1 component was unable to be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.